Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral component catalog # unknown lot # unknown, unknown nexgen tibial component catalog # unknown lot # unknown. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01949, 0001822565-2022-01950.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10: medical product: femoral component item#: 00596401751, lot#: 63691139. Stemmed nonaugmentable tibial component item#: 00598605701, lot#: 63656335, qty: (B)(4). All poly petella item#: 00597206538, lot#: 63615078. Headed screw 48 mm length item#: 00579104100, lot#: 63615261, qty: (B)(4). Palacos r+g item#: 66017569, lot#: 86394614, qty: (B)(4). Multiple MDR reports were filled for this event: 3007963827-2023-00149, 0002648920-2023-00107, 0002648920-2023-00108, 0001822565-2023-01525.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.